Manufacturer narrative:
(B)(4). Not applicable the lens was not implanted. Not applicable the lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as an intraocular lens was beginning to inject into the eye - the plunger slipped past the lens and the lens got stuck in end of the cartridge nozzle of the insertion system. No patient injury was reported. No other information was provided.

Manufacturer narrative:
The pcb00 device and the intraocular lens (iol) were not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.